Event description:
Discrepancies have been identified in the results records section and the cell-dyn sapphire numerical result label section of the cell-dyn sapphire laboratory info system (lis) / middleware interface change specifications. Configuration of results transmission from the cell-dyn sapphire to the (lis) was observed. All results except the white blood cells were interpreted in an unexpected order. For example, the hemoglobin value would be interpreted as the red blood cells result. The transmission of the misinterpreted results occurs without the customer being aware of the issue. A recall was issued and reported.

Manufacturer narrative:
The investigation found an issue with the cell-dyn sapphire laboratory info system (lis) / middleware interface change specification, list #08h09-01. These changes are optional, this means that, if customers do not want the add'l features activated, their lis will not change. The lis transmission for version r2-5 software contains a change in the order of results transmitted to the lis, which has created the issue with some existing lis if the customer does not correctly map the lis by the numerical result label prior to upgrading to r2-5 software. Based on the above investigation, a product deficiency was identified for the cell-dyn sapphire lis / middleware interface specification, list #08h09-01. A review of the domestic and international complaints for the months of october 2007 through january 2008 did not find an adverse trend on the list base hem software for this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.